Manufacturer narrative:
Submit date: 02/16/2016. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a dialysis catheter. The customer reports on (B)(6) 2016, a leak was observed in the area of the proximal felt-coupling on the oreopoulos-zellerman curl catheter during the operation. The wounds are intracutaneously stitched. The patient is a renal homecare patient. There was patient involvement; but no patient injury, medical intervention, or adverse reaction associated with the reported condition.

Manufacturer narrative:
The complaint sample was not returned to the manufacturing site for review. The device history record (DHR) review indicated that there was no quality issues associated with this failure. All DHR are reviewed for accuracy prior to product release. Since the sample was not returned, there is not enough evidence to determine what could cause this event. Should the sample be returned in the future, this complaint will be re-opened for further investigation. In-process controls (such as personnel training, incoming quality acceptance testing for raw material, (B)(4) in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.